Event description:
The fse reported that the system was not able to produce fluoroscopic images. This can result in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was evaluated and replaced. The system was tested and found to be working as intended and returned for service.